Event description:
It was reported that the patient presented to have their traditional system extracted due to infection. During the procedure, the physician elected to implant a leadless pacemaker (lp) however, the patient was coughing a lot. A pigtail injection was performed with great views of the right atrial and mapping began. The impedance observed was 230 and more pressure was provided; however, it was thought a low impedance value could be a result from the patient due for dialysis. The lp was fixated, and impedance was still low, and the capture was high. The physician continued with the procedure and successfully implanted the (lp). The next day the device was unable to capture, a chest x-ray was performed, and it was confirmed that the (lp) dislodged. During the retrieval of the lp there was a point when the helix was caught to the patient causing the helix to spring and the device was removed and replaced. A new lp was successfully implanted and there were no patient consequences.

Manufacturer narrative:
Reported events of failure to capture, low impedance, dislodgement, and difficult or delayed separation were not confirmed. Reported event of stretched helix was confirmed. Visual inspection noted the outer helix was stretched out of specification and no anomaly was noted on the inner helix. The outer helix elongation is consistent with having occurred during procedure. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly contributing to capture or impedance problem.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.